Manufacturer narrative:
(B)(6). Date of report: 08aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue of proximal pressure sensor auto zero failed. The fse also observed and confirmed a nav- ring failure. The fse noted that the customer elected to resolve the proximal pressure sensor failure so no parts were replaced and no additional information has been provide regarding resolution. The fse replaced the front bezel to address the nav-ring failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported proximal pressure sensor auto zero failed error. There was no patient involvement at the time the issue was discovered.